Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure event observed during analysis. Final analysis found an insulation abrasion exposing the re cable lumen at 81.8 cm to 83.0 cm from the connector pin. (B)(4). (B)(6).